Event description:
It was reported that during the implant procedure, when attaching the lead to the device, the torque wrench wouldn¿t ratchet. The set screw was backed out to try again but it backed all the way out. The physician¿s attempt to re-thread the set screw was unsuccessful. The device was implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, the returned device indicated a loose/detached set screw and a set screw with a rounded socket. (B)(4).